Event description:
It is reported that a customer has trouble removing the needle from the sensor but had to remove the sensor entirely. The patient's blood glucose was unknown. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm if customer received sensor in that condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.